Event description:
The customer alleged that the vent went "inop" while on a pt. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. There was no pt harm reported.